Event description:
Info received indicates the technician found the bed did meet the correct ground resistance.

Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.